Manufacturer narrative:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) was out of the skin during the procedure. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There were no anomalies noted prior to use. The mynx was prepped per the IFU. Saline was used during the prep of the device. No difficulty was noted during prep of the device. The device storage did not exceed 25 °c. The device was purged of air during prep. The deployer was mynx certified. The patient did not have any relevant medical history. No unusual force was applied when retracting the device. There were no kinks on the sheath or device after removal. The vessel was verified to be greater than or equal to 5mm in diameter. The vessel had moderate tortuosity. There was no excessive tension applied to the device. Hemostasis was achieved by holding manual compression for 25 minutes. The device was returned for analysis. A 6f/7f non-sterile mynx control vascular closure device was returned for investigation. Per visual analysis, button 1and button 2, and the sealant remained in the manufacturing position. The procedure sheath and the syringe were not returned. Per functional analysis, an inflation/deflation test was performed on the balloon of the returned device. The inflation indicator and the balloon inflated as per the mynx control instructions for use (IFU). The balloon deflated completely. There was no tear or leak observed. Per dimensional analysis, the outer diameter of the balloon was found to be within the specification. Per microscopic analysis, the inflated balloon revealed residual saline when inspected under high magnification, indicating that it was prepped according to the IFU. A product history record (phr) review of lot f2016001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pull-through¿ was not confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined, however procedural factors, such as excess tension, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Visual review: a 6f/7f non-sterile mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that buttons 1&2, and the sealant remained in the manufacturing position. The procedure sheath and the syringe were not returned. Functional review: inflation/deflation test was performed on the balloon of the returned device. The inflation indicator and the balloon inflated as per mynx control instructions for use (IFU), lbl10097_rev 2). The balloon deflates completely. No tear or leak was observed. Dimensional analysis: the outer diameter of the balloon was found to be within the specification ((B)(4)). Microscopic analysis: the inflated balloon when inspected under high magnification ((B)(4)) revealed saline residual, indicating it was prepped as per mynx control instructions for use (IFU), lbl10097_rev 2). Phr review: review of lot f2016001, UDI# (B)(4), revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Review of phr for the lot concluded the following: 16 hydrogel sealants were rejected during the hydrogel loading and 17 mx units were rejected during product boxing of this lot. The phr review confirmed that the rejected units were properly segregated and discarded. No issues were noted that were considered potentially related to the reported complaint. The reported failure mode was reviewed against design fmea, (B)(4) and confirmed that the failure mode is identified in the risk management document under the ID(s): pull2. No non-conformance records were issued for this lot. Calibration record of the equipment listed in the traveler that might be associated to the reported complaint was reviewed for inflated balloon pull, final catheter leak test; inflation marker position with calibration ids: (B)(4), and it was found that the equipment was calibrated in a timely manner during the established time periods. The lot involved in the complaint was manufactured within the calibration dates. Review of catheter sub-assembly (B)(4), found that there were 15 sub-assemblies rejected from lot r2013908, 1 sub-assemblies rejected from lot r2013901 and that the rejected balloons were properly segregated/discarded. There were no non-conformance or deviations for these lots. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Root cause analysis: based the condition of the returned device and the investigation performed, the reported failure as pull through cannot be confirmed, and the root cause of the reported incident could not be conclusively determined from the provided information. The returned device performed as intended per the mynx control instructions for use (IFU) lbl10097_rev 2. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, the balloon of the 6f-7f mynx control vascular closure device (vcd) was out of the skin during the procedure. There was no reported patient injury. The device was stored and handled according to the instructions for use (IFU). There were no anomalies noted prior to use. The mynx was prepped per the IFU. No difficulty was noted during prep of the device. The device storage did not exceed 25 °c. The device was not purged of air during prep. The deployer was mynx certified. The patient did not have any relevant medical history. No unusual force was applied when retracting the device. There were no kinks on the sheath or device after removal. The vessel was verified to be greater than or equal to 5mm in diameter. The vessel had moderate tortuosity. There was no excessive tension applied to the device. Hemostasis was achieved by holding manual compression for 25 minutes. The device is expected to be returned for analysis.